Manufacturer narrative:
H.6. Type of investigation code b15: CT scan were reviewed by both the treating physician and by gore imaging. The treating physician indicated that there was no loss of patency, but gore imaging review indicated that there was a loss of patency in the internal iliac. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® iliac branch endoprosthesis instructions for use, complications associated with the use of the gore® excluder® iliac branch endoprosthesis that may occur and/or require intervention include, but are not limited to, device occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on june 23, 2025, from the imedidata database: on (B)(6) 2024, a 63-year-old female patient underwent endovascular treatment as a planned procedure for an aortoiliac aneurysm. The patient was treated with a gore® excluder® iliac branch endoprosthesis (ibe) system in the right iliac artery. The gore® device was successfully navigated to the intended location and successfully deployed. The site was accessed percutaneously. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no adjunctive procedures. The patient was discharged home on (B)(6) 2024. On (B)(6) 2025, the patient had a 1 month follow-up visit, and on (B)(6) 2025 a follow-up CT scan was taken. The site noted no loss of patency or endoleak was noted. On (B)(6) 2025 gore imaging review of the on (B)(6) CT scan indicated that the right internal iliac had lost patency.